Event description:
A malfunction was reported with the pump, identified as a malfunction 16-0x20e6, which persisted after an attempted reset. There was no reported impact on the customer¿s blood glucose level. The customer was not using the pump when the issue occurred.